Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experience high blood glucose level. Customer's blood glucose level was 400 mg/dl at the time of incident and customer's current blood glucose level is 338 mg/dl. The customer was treated with manual injection and insulin pump. The customer declined troubleshooting for high blood glucose level. The customer is also getting insulin flow blocked alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
No delivery or occlusion alarm during therapy not found during testing. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test the information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.